Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the torque wrench got stuck in the pulse generator and it couldn't be removed from the device. The device was not used. Another device was implanted successfully. The patient's condition was stable post procedure.